Event description:
It was reported that the patient was experiencing inadequate stimulation and burning sensation. It was also reported that the patients device was causing increased pain due to its placement. The patient underwent an explant procedure and was doing well postoperatively. The explanted device components were not returned per facility policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7107786 / 7107934